Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's weight at the time of the catheter issue was unknown. It was unknown when the catheter issue was first observed. The healthcare provider (hcp) stated that the therapy was not effective and that the pump flips. The cause of the catheter issue was that the catheter was severed by the pump connector. It was unknown if the catheter issue had resolved with the revision, and unknown if any other actions were planned or taken to resolve it.

Manufacturer narrative:
Continuation of d10: product ID 8784; serial# (B)(6) ; implanted: (B)(6) 2022; explanted: (B)(6) 2023; product type:catheter; ubd: 2023-10-18, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the patient was having a catheter revision due to an issue with the catheter. It was reported that the original catheter was 114.8cm and removed three pieces that were 9cm, 3cm, and 22cm from the original. The rep was inquiring what the dose would be if they primed the pump tubing and drug in the reservoir. Technical services (ts) reviewed that the pump was already plugged in and connected to the patient and that they would need to prime the internal pump tubing to get it to the cap tip. Ts stated if they did a prime the patient would be without drug for 88 hours and 45 minutes and then drug would be added to pump and they would be able to bolus. There was no further information reported on this event.